Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited noise over-sensing resulting in inappropriate mode switch (ams). No intervention was performed. The patient was in stable condition.